Event description:
Boston scientific crm received info that this lead was found to be dislodged. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional info is available at this time. This event will be reopened if any additional info is received. Dates provided by boston scientific. It is not clear what, if any, corrective action was taken against this lead.